Manufacturer narrative:
The sample was evaluated and the report of back flow could not be duplicated, however, it is suspected that the backflow may have been caused by particulate that may have washed away during the testing of the set. The MFR has implemented process changes to reduce the likelihood of introducing particulate into the check valve during manufacturing.

Event description:
The check valve allowed the secondary to backup into the primary line. There was no resultant pt complication.